Event description:
Male scrub tech developed itchy/weepy rash on both hands, and was not able to scrub for two weeks. Kenalog cream, atarax and bacltracin were prescribed by employee healt, he also saw dermatologist and was given prednisone for four days, and temovate per employee health as of 03/16/2006 he was healed. Apparently he had worn the gloves for a while before having problems.